Event description:
A report was received that the patient would undergo an ipg replacement due to extended charge time.

Event description:
A report was received that the patient would undergo an ipg replacement due to extended charge time.

Manufacturer narrative:
Additional information received indicated that the patient underwent an ipg replacement. The patient is reportedly doing well. The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.